Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: c2tr01 crt implanted unknown. (B)(4).

Event description:
It was reported that a month after implant, the left ventricular (lv) lead had high impedance in bi-polar and the lead switched to unipolar and was reprogrammed. Later, during routine generator change the physician found the lead had externalized near the header. The lead was explanted and replaced. Additionally the right atrial (ra) lead was protruding out of the pocket and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to pul ling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress and the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The analyst also noted: the lead was returned with the insulation and the conductors pulled. All electrical testing was within specified parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.